Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to complete functional testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) was confirmed. As received, the monitor failed incoming functional testing. The cause of the failure was isolated to broken solder connections on processors u900 and u901, u902 and u903 on the monitor c/a board, which caused an intermittent loss of the driven ground and ECG reference signals. The root cause for the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.